Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
During a coiling treatment procedure. It was reported the physician pulled the coil out of the aneurysm to reposition and the coil detached inside the catheter. The entire system was removed from the pt, including the coil. No pt injury reported.